Event description:
It was reported that crystalens (at50ao) was explanted to address lens tilting due to abnormal capsular fibrosis. A different lens make and model was implanted successfully. This report pertains to the left eye. Before lens exchange the surgeon tried to reposition the lens, but he was unsuccessful. The pt's bcva prior to cataract surgery was 20/20 with m/r +1.50 -0.50 x100. The pt's bcva prior to the lens exchange was 20/20 with -2.00 -2.25 x60. The pt's most current bcva is 20/40 with m/r 0.50 -1.50 x10. The pt's current status was described as good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.